Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the complaint issue and system risk analysis (sra). The device history record (DHR) was reviewed for the sterrad® nx unit. No anomalies were observed that would contribute to the reported issue at the time of release. Trending analysis of the load not recalled issue was reviewed for the prior six months from open date and no significant trend was observed. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The assignable cause of the issue can be attributed to user error. The customer did not follow the instructions in the user's guide and released a load from a cancelled cycle prior to reprocessing. The customer was advised to always follow the user's guide and repackage the load if a cycle cancels prior to releasing the load for use. The issue will continue to be tracked and trended. Asp complaint ref #: (B)(4).

Manufacturer narrative:
(B)(4).asp complaint ref #: (B)(4).

Event description:
A customer reported a cycle cancellation with their sterrad® nx sterilizer and the load from the cancelled cycle was released for use on patient(s) without reprocessing first. There was no report of any injuries or human reactions. This event is being reported since there is a risk of infection or harm to patients if the load was not reprocessed prior to releasing. Advanced sterilization products has decided to report this event since sterility cannot be assured. If new information becomes available, the file with be reviewed and re-evaluated.